Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the unit intermittently powers off automatically even when connected to a docking station. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on using ac and dc power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions; however, communication between rds and radical-7 was intermittent due to stiff pogo pins making a poor connection with the rds conductor contacts. This results in intermittent loss of communication, battery charging, and power, which intermittently results in the device powering off due to loss of power. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues prior to this reported event. (B)(6). Corrected data: device manufacturer date: updated from "05/30/2016" to "06/17/2016".